Manufacturer narrative:
Section d10: concomitant products cocr fem head 36mm -3.5 offset 12/14 (cat# 142-36-93 / serial# (B)(4)). Element-stem, collarless w/ha, high offset, sz 14 (cat# 164-02-14 / serial#: (B)(4). Nv crown cup clstr hole 56mm group 3 (cat# 180-01-56 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial right tha, the patient showed to have poly wear and proximal bone loss on the femur. Surgeon requested neutral and lipped liners, biolox heads, and monobloc revision stems (B)(6) 2023. The original implants were very stable but did show slight wear in the poly. Doctor performed the revision surgery using a lateral approach. He removed the implanted head and then worked flexible osteotomes around the novation element stem. He attached a thread in stem extractor to a slap hammer and successfully removed the stem. The stem came out with minimal bone loss. He then move onto the up. The liner was removed using a 1/4" curved osteotome and the cup was checked for stability. The cup seemed well fixed and positioned correctly so doctor decided to leave it in place and implant a new g3 neutral liner. Doctor then moved on to the femur and prepped it for a mono bloc revision stem. He reamed the canal, and inserted a size 20 monoblock trial, std neck and a 36+3.5 head trial and went through a range of motion as well as checked leg length. He was happy with the fit as well as leg length and implanted a size 20 x 195mm monobloc stem and a 36 +3.5 biolox head. There was no breakage of a device or surgical delay/prolongation. After final implants were implanted doctor once again went through a range of motion and leg length check and was happy with the outcome. Patient was last known to be in stable condition following the event. X-rays received. The devices are not available for evaluation due hospital kept explant.

Manufacturer narrative:
(H3). Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, edge loading of the femoral head on the acetabular liner and implanted with a component having a shelf age of greater than two years. The revision reported was likely the result of a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear.